Manufacturer narrative:
Evaluation was not performed. The device was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the blade broke off during use. There was no patient injury reported as a result of this event. Follow-up information from the sales rep indicates the break was likely from not being set up correctly. The tip broke off in the sterile field, not on or in patient. The piece that broke was not fragmented.

Manufacturer narrative:
The product analysis indicates one opened sample, part number 1884080em, from lot number 0213648048 was received. There was a residue consistent with biological contaminants on the device. Visually, the tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.23¿ in length. The break occurred at the first proximal tooth valley. The inner and outer assembly were deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 3rd proximal tooth while moving in a cw direction which resulted in the observed break. There were no signs of misuse or mishandling. There was uneven wear inside the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. The device condition was out of specification as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.